Event description:
Procedure type: gynecology. According to the reporter: the customer reports that while trying to fix some bands on the rectum and vagina of his patient, the staples got blocked and did not come out from the device. He tried with 3 other devices from the same lot and had the same problem. He finally used a device with a different lot number and use it with a different type of loader too (4mm instead of 4.5mm). The time of intervention extended over 30 minutes.

Manufacturer narrative:
(B)(4).